Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open small bowel resection, when the device was being used to transect the small bowel, the staple line was complete and the staples were not malformed, but there was blood oozing in the inner staple line. The bleeding was said to be minimal and the surgeon was able to "mop" up the bleed with gauze. The surgeon sutured the staple line to stop the bleeding.